Event description:
It was reported impedance values were normal through the analyzer but high/out of range through the device. Several reconnection attempts were made, with the same results. The device was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This model number is not approved for distribution in the united states, however, it is similar to a device marketed in the u.s. The event occurred outside the u.s. And is being reported due to an alleged or confirmed malfunction. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally availabledue to confidentiality concerns. Analysis of the device is in process; the results will be forwarded when available.

Manufacturer narrative:
This model number is not approved for distribution in the united states, however, it is similar to a device marketed in the u.s. The event occurred outside the u.s. And is being reported due to an alleged or confirmed malfunction. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary: no anomalies were found; grommet damage was noted.